Manufacturer narrative:
(B) (4).

Event description:
The patient had a lumbar laminectomy procedure and was using a bone growth stimulator. Since using the bone growth stimulator, he had not been able to feel stimulation. The patient used his patient programmer to turn the stimulation on and tried program 1 at 6.0 and program 2 at 5.70 and did not feel stimulation. Impedance measurements showed: 0&1: 134 ohms; 0&2: 127 ohms; 1&2: 136 ohms; and 3&8: >10,000 ohms. All combinations with electrode 8 showed >10,000 ohms. A revision was planned. Additional information has been requested, a follow-up report will be sent if additional information becomes available.